Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the transmitter stopped working was reported. Date of issue is an approximation. The patient¿s wife stated she and the patient were sleeping and at 1:28am, she heard the patient moaning and grunting that he needed help. She stated the transmitter stopped working and gave the patient orange juice. She indicated that the patient was out of it for 40 minutes, was unable to communicate and was vomiting. At about 2:45 am the patient¿s wife took a finger stick reading and the patient was at 67 mg/dl. At the time of contact, the patient was doing well. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A transmitter was returned for evaluation. An external visual inspection was performed, and the inspection passed. Voltage testing was performed, and the test passed. A pairing test was performed, and the test passed. Functional testing was performed, and the test passed. Data was provided, and a review of the data investigation found that the transmitter was used beyond it's expected lifespan. Confirmation of allegation was not confirmed. A probable cause could not be determined.